Manufacturer narrative:
The leads were not returned to saluda. The root cause of the infection could not be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result." The manufacturing records were reviewed, and the product met all requirements for release with no anomalies detected. Second lead information: brand name: evoke cap12 percutaneous lead kit - 60cm (us). Model: 102878. Catalog: 3008. Lot/batch: 9018216324. UDI: (B)(4). Manufacture date: 29 october 2024. Expiration date: 29 october 2026.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for redness, pain, and fluid discharge at the lead implant site. An infection was suspected and the evoke scs system was subsequently explanted. Culture collected were positive for infection, and antibiotics were prescribed.